Event description:
The pump was returned for investigation. Investigation revealed that the display is dim and reddish. This report is made based on results of investigation completed on 01/09/2014.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the up, down and ok keypad symbols are worn. The display is dim and reddish. (B)(4).